Manufacturer narrative:
Investigation summary: one (1) sample and one (1) photo were returned from the customer for investigation. The sample was visually analyzed and it was determined that part of the barrel has not been properly molded resulting in damage. The photo provided by the customer shows the non-conformance. A malfunction by the molding machine caused the part to not be molded properly. This defect was then not detected by operators. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of barrel / flange damaged for lot #9056898, item #302830. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: a malfunction by the molding machine caused the part to not be molded properly. This defect was then not detected by operators.

Event description:
It was reported that a melted syringe occurred with a bd 20ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "it was reported the syringe appears to have melted during production."